Event description:
It was reported that the ilet touchscreen became unresponsive and the display remained black, rendering the pump nonfunctional; the patient discontinued ilet use, transitioned to multiple daily injections, experienced sustained hyperglycemia around 400 mg/dl for a couple of days, and was subsequently hospitalized, with the device described as no longer watertight and requiring replacement. Symptoms included diabetic ketoacidosis and concern for kidney injury. Outcomes included emergency department care, intensive care, and inpatient admission, with recovery and discontinuation of the reported ilet unit. Investigation included review of the complaint details and coordination for device replacement and inspection of the returned device. Investigation of this case revealed a device hardware malfunction consistent with a cracked or failed touchscreen/display assembly leading to loss of user interface and pump functionality. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen/display due to liquid damage found on the hoverboard.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.